Manufacturer narrative:
Patient identifier: multiple = sid idm (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c creatinine results for two patients. The following data was provided: sid idm (B)(6) initial result was 1106.94 umol/l, repeated 98.30 umol/l, repeated on another analyzer 93 umol/l, sid idm (B)(6) initial result 1222.26 umol/l, repeated 105 umol/l, (reference ranges for serum creatinine: men 63.6-110.5 umol/l; women 50.4-98.1 umol/l). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Trending review did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 97017un21 and the complaint issue. A log review of the suspect sample results indicates a possible interferent in the reaction that absorbs even if no reaction is occurring (sample + r1 rgt only). Absorbance changes when the r2 reagent is added further contributes to the final elevated result. The absorbance graph is impacted as shown by the atypical and unexpected absorbance increase at the secondary wavelength measurements. We cannot determine the exact cause of the results discrepancy. However, based on this investigation and log review the most likely cause for the initial elevated creatinine results appears to be a possible interferent. This is most likely fibrin protein present in the cuvette. This is based on the higher initial absorbance of the sample + r1 only reagent. Typically, the absorbance would be much lower as was seen on the follow up analysis that yielded the lower value. Labeling is adequate to assist the customer with reagent and sample preparation instructions and troubleshooting. Based on all reviewed data, we conclude that there is no general issue with the alinity c creatinine reagent lot identified in this complaint.